Manufacturer narrative:
A ge service rep performed an on site investigation. The real time operating system (rtos) and the software were installed during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported the workstation will not boot. There was no pt injury or death reported.